Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported an infection occurred and there was possible myocarditis. The implantable cardioverter defibrillator (ICD) system was explanted and replaced with an implantable pulse generator (ipg) system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.